Event description:
It was reported that the bd insyte autoguard shielded IV catheter cannula retracted slowly. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
No units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. DHR review was previously conducted for investigation (B)(4) which disclosed the following: lot 8023733; was built on afa line1 from (B)(6) 2018 thru (B)(6) 2018 and packaged on pkg. Line 11 from (B)(6) 2018 thru (B)(6) 2018. All required challenge samples, set-up and in process testing was performed in accordance with the quality plans. There were no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Indeterminate: therefore there was no evidence of physical/mechanical evidence of manufacturing process related issues for the alleged defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter cannula retracted slowly. There was no report of exposure, injury, or medical intervention.